Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized with high blood glucose and symptoms of diabetic of ketoacidosis. The date of hospitalization was unknown. It was also found the customer was hospitalized in 2012, but the details of the hospitalization was not provided. The customer will not be returning the insulin pump for analysis.